Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had error code e213. The issue found during procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to a correction required. Updated fields: d8, d9, h3, h6. Corrected field: b5. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to disconnection in txrx (transmitter and receiver) module, the scope or camera head was not recognized, e226 error code was displayed, no image displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to disconnection in txrx module, the scope or camera head was not recognized, but e226 error code was displayed, and not e213 error code, therefore there was no image displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during sedation (device outside patient) of a laparoscopic cholecystectomy procedure.